Manufacturer narrative:
On 5/30/97, the facility nurse reported that her facility has not had any further difficulties with the device. In addition, the facility nurse stated that the patient had gone up to another facility and they had difficulty accessing the device; however, her facility has not had any further problems. The device will remain implanted for continued use. Since the device will remain implanted and a catalog/lot number were not available for the device, the MFR was unable to perform any further investigation. Based on the available info and due to the unavailability of the device for analysis, no conclusion could be drawn as to the cause of this event. The results of the MFR's investigation are inconclusive. No further details are available. The MFR is now closing its file on this event.

Event description:
The device was implanted in november, 1996 for the purpose of obtaining a blood sample every two weeks. On 4/10/97, the facility nurse contacted a MFR nurse and reported that the device worked fine until one month ago. At that time, they were unable to obtain a blood return, although the device flushed with no resistance. They were subsequently able to return after removing the needle and reaccessing the device with a new needle. One week later, the device was accessed for a flush to assure that it had remained patent. They were only able to obtain a blood return after the patient was accessed for his routine blood sample and they were again unable to obtain a blood return, despite repositioning the patient and reaccessing the device with a new needle. The blood sample could not be obtained through the device. The facility nurse stated that she was calling for recommedations. The MFR nurse then discussed the device access procedure and equipment and equipment and recommeded the device be accessed in the center of the device septum, parallel to the device. In addition, the MFR nurse recommended discussing a chest x-ray with the physician to verify the device catheter tip position and also recommended the facility nurse discuss the use of thrombolytic with the physician, if this event may be the result of a fibrin sheath. The MFR nurse then requested the facility nurse contact the MFR with follow up information.